Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a facility biomedical technician (bmt) discovered the brown wire from the heater was burnt and detached from the terminal block. The terminal block was also slightly bent. The machine was pulled from the treatment floor due to the bibag door was cracked and the temperature and conductivity would not come up on. The bmt stated that during troubleshooting it was discovered that the brown wire from the heater was burnt and had detached from the terminal block. In addition, the terminal block was noted to be slightly bent and the power supply cable was found lightly singed. The cause of the issues was unknown, however the bmt stated that they suspect the issues occurred during the heat disinfection cycle from the night before. The bmt stated they were scheduled to replace the distribution board, heater rod, brown wire and power supply cable to resolve the reported issue. The machine is still out of service. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The bmt stated that the machine has 26,611 hours. The bmt confirmed that the machine has not had any past problems with failing the electrical leakage test. The bmt stated that it was unknown if the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet during the event. The bmt confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt confirmed that the affected distribution board, heater rod, brown wire and power supply cable were available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a facility biomedical technician (bmt) discovered the brown wire from the heater was burnt and detached from the terminal block. The terminal block was also slightly bent. The machine was pulled from the treatment floor due to the bibag door was cracked and the temperature and conductivity would not come up on. The bmt stated that during troubleshooting it was discovered that the brown wire from the heater was burnt and had detached from the terminal block. In addition, the terminal block was noted to be slightly bent and the power supply cable was found lightly singed. The cause of the issues was unknown, however the bmt stated that they suspect the issues occurred during the heat disinfection cycle from the night before. The bmt stated they were scheduled to replace the distribution board, heater rod, brown wire and power supply cable to resolve the reported issue. The machine is still out of service. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The bmt stated that the machine has 26,611 hours. The bmt confirmed that the machine has not had any past problems with failing the electrical leakage test. The bmt stated that it was unknown if the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet during the event. The bmt confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt confirmed that the affected distribution board, heater rod, brown wire and power supply cable were available for return to the manufacturer for physical evaluation.